Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the bench for a different repair, the philips bench technician observed the device giving a therapy cable failure message. There was no patient involvement.